Manufacturer narrative:
(B)(4). Report source: foreign - canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery housing opened during surgery. No health consequences or impact to the patient were reported. Attempts have been made and no further information has been provided. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). DHR review was performed. Device was 15 months old and is not out of box failure. The device was not returned for complaint investigation as documented in the product retrieval task. The device could not be visually inspected in an effort to confirm the defect. A definitive root cause cannot be determined no repair has been performed as the product was not returned. Device managed by lot number, no history available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.